Event description:
Information was received indicating that a smiths medical pump had too low of an alarm volume. There were no reported adverse events.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
H3: one cadd solis vip pump was received with a damaged air detector. The reported event did not involve the event log. A beep test was performed and there reported issue was able to be duplicated. The low alarm volume was due to a defective front piezo. The front piezo was replaced to resolve the issue.